Manufacturer narrative:
Model number: 72404127, lot number: 0151081017, model description: control pump fgs iz. Model number: 72400024, lot number: 0139361016, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. The patient was later re-implanted with a new aus device on (B)(6) 2019. Boston scientific has been unable to obtain additional information regarding the circumstances.